Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to last 24 hours between recharges. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.